Manufacturer narrative:
If the lens was implanted and therefore unknown if explanted. Concomitant medical products: non-amo injector and non-amo cartridge. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040 attempts have been made to obtain missing information; however, to date, no response has been received. Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed. Photos of the implanted lens were provided and they were evaluated. A white particle was seen on the lens. The customer''s reported complaint was verified. However, it was not possible to determine if the reported white particle was related to the manufacturing process. As the doctor¿s commented that there was a probability that the particle was derived from the non amo cartridge/delivery system. Manufacturing records review: the serial number is unknown, therefore the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a white particle was found during the implantation of an intraocular lens (model zcb00v). Reportedly, the lens was inserted into the patient's eye using a non-amo delivery system. According to the dr's opinion, there was a possibility that the particle came from the non-amo cartridge used. No patient injury was reported. No further information was provided.